Event description:
It was reported that the vns patient¿s device showed high impedance (impedance value >= 10,000 ohms) on (B)(6) 2015. The device was subsequently disabled. X-rays were taken and were reported by the physician to be unremarkable. The patient¿s device showed lead impedance within normal limits at the previous office visit in (B)(6) 2014. It was noted that the patient had experienced several falls since the previous office visit which may have contributed the high impedance. An implant card was received indicating that the patient underwent generator and lead replacement surgery on (B)(6) 2015. The explanting facility discarded the explanted lead; therefore, no analysis can be performed. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the explanted and returned generator was completed. Various electrical loads were attached to the generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. There were no performance or any other type of adverse conditions found with the pulse generator. The downloaded data from the received generator showed that the high impedance was first detected on this patient's generator sometime prior to (B)(6) 2014, as the impedance changed from 7015 ohms to 11466 ohms on that day.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.